Event description:
Ulceration around percutaneous endoscopic gastrostomy tube site. Removal of foreign body from around peg tube. Foreign body was the plastic sleeve used to join the sections of the feeding tube. Event abated after removal of foreign body (plastic sleeve).